Manufacturer narrative:
Results: the ace68 was stretched starting from approximately 105.5 cm from the hub and was fractured distal to the stretch approximately 125.0 cm from the hub. Conclusions: evaluation of the returned ace68 revealed a distal shaft stretch and fracture. If the device is forcefully retracted against resistance, damage such as this may occur. The root cause of resistance during the procedure could not be determined. Evaluation of the returned velocity revealed an undamaged device. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68), a velocity delivery microcatheter (velocity), and a non-penumbra catheter. It was noted that the patient's anatomy was tortuous. During the procedure, resistance was encountered while advancing the ace68 and velocity together through the catheter before any passes were made. The physician decided to continue advancement and subsequently, the ace68 and velocity became stuck inside the catheter. Therefore, the ace68 and velocity were removed. The procedure was completed using a penumbra system ace 64 reperfusion catheter (ace64) and the same velocity. There was no report of an adverse effect to the patient.